Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter: (B)(6). Investigation summary: the DHR was performed. Quality notification and maintenance analysis didn't reveal any occurrence potentially related to this instance. The image sent by the customer was verified and it was possible observe stopper with assembly failure. The probable cause for the occurrence is related to failure at stopper assembly station. The incident identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that the syringe plastipak 3ml s/su experienced a defective stopper. The following information was provided by the initial reporter: syringe has defective plunger. Was the reported incident noticed before, during or after use? Incident was noticed during the use. Was there any harm to the patient/healthcare provider? (Detail) no, it happened during handling.